Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Introduction/page xii. Warning: rapid-acting u-100 insulin: the omnipod dash¿ system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®, humalog®, or apidra®. Novolog and humalog are compatible with the omnipod dash¿ system for use up to 72 hours (3 days). Apidra is compatible with the omnipod dash¿ system for use up to 48 hours (2 days). Before using a different insulin with the omnipod dash¿ system, check the insulin drug label and consult your healthcare provider. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that despite delivering a corrections, the patient's blood glucose levels reached 600 mg/dl while wearing the pod between 24 and 36 hours. Patient reported feeling week while wearing the pod. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a manual injection of insulin (3 units) was delivered, patient drank water and a new pod was applied the following day. This pod was discarded.